Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of three reports from this facility. (B)(4).

Event description:
A nurse reported that a knife was blunt during surgery requiring more force from the surgeon in order to make the difficult incision. There was no impact to the patient. No additional information can anticipated for this report.

Manufacturer narrative:
No sample has been returned to manufacturing for evaluation therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the provided lot number for the reported complaint issue. Because a sample was not returned and the device history record review of the provided lot number indicates that the product was processed and released according to acceptance criteria, the root cause for customer complaint issue cannot be determined. As the exact root cause for this complaint is unknown, specific action cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).